Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient had a leak at the connection site between their cassette and the supply bag during peritoneal dialysis therapy. The step of therapy the leak had occurred is unknown. It is unknown if the hp was connected at the time of the observed leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.